Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) constant alarming of pressure loss. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. Corrected fields: h6(medical device ¿ problem code). A getinge field service (fse) was unable to confirm the customer complaint. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.